Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
A (B)(6) year-old man with a bmi of 25.4 kg/m2 presented to our clinic seven years following an index total hip arthroplasty. Patient was doing well until 2 weeks prior to presentation, at which time clinical examination and radiographs confirmed failure of the index arthroplasty, with femoral head dissociation. The patient underwent revision surgery at an outside facility and we were unable to obtain the operative notes for that procedure, but the case is included because of the similarity in the pattern of catastrophic trunnion wear. (B)(4).